Event description:
The device has been explanted.

Event description:
Patient reported left side "slight firmness." Healthcare professional later reported "capsular contracture baker grade ii- IV." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.